Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber was found leaking while it was being used on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290v vented autofeed humidification chamber was found leaking while it was being used on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber was not returned to (B)(4) for evaluation. Without the return of the complaint device it is not possible to determine the cause of leak, however, base leaks can occur due to damage to the dome or if the base has not been rolled properly on the chamber during manufacture. Every mr290 chamber is pressure tested to (B)(4) following the manufacturing process to check for any leaks present in the chamber base due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. No consequence to the patient was reported as a result of this incident. The hospital further confirmed to the fph field representative that the patient was "perfectly alright". (B)(4).

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.